Manufacturer narrative:
The other results were from another female patient, (B)(6). It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the coaguchek s system used. (B)(4).

Event description:
Caller reports that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 2.0 inr/1.5 inr, 5.1 inr/6.9 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that no coaguchek s strips are left, so no product will be returned for evaluation.